Event description:
The customer reported to olympus that the evis exera iii video system center does not recognize older model endoscopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failed circuit board component. No image was displayed when connecting endoscopes from the video system center. The circuit board's age and the stress caused by heat and humidity affected its performance over time, which contributed to the equipment breaking down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1) ¿scope is not recognized¿ was not reproduced, and a root cause could not be identified. Phenomenon (2), ¿a normal image is not displayed and is distorted by noise¿, was confirmed and was caused by a failure of the printed circuit (dr) board. The technical evaluation report (ter) was accompanied by an image in which the scope appeared to be recognized but the image became invisible due to noises. Per ter, the age of the circuit board and stress that is caused by heat and humidity have likely affected its performance over time and contributed to the equipment breaking down. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase trend observed. Olympus will continue to monitor field performance for this device.